Event description:
The device was used during a low anterior resection. The anvil was too loose after being attached to the device. The surgeon exchanged the instrument and fired the new device without incident. There was no pt consequence.